Event description:
It was reported that during an internal service activity, the customer contacted the technical support engineer (tse) to report that the dv5 is throwing a bunch of faults when trying to setup for tomorrow's case. The tse reviewed logs and found 311/307 errors for the msc. Site will move cases around to utilize the other systems at the site. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The field service engineer (fse) reprogrammed the common computer controller (ccc). After that was able to restart the system 3 times without errors. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. System issues related to error messages/faults can be worked through with troubleshooting. The issue was resolved after reprogramming the ccc.